Event description:
Literature was reviewed regarding outcomes of transcatheter aortic valve replacement (tavr) patients with different flow-gradient patterns. The study population included 1208 patients who were predominantly female with a mean age of 81 years. Multiple manufacturer¿s devices were implanted in the study population; an undisclosed number of patients were implanted with a medtronic corevalve, evolut r, or evolut pro bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. The authors noted the tavr valve function was excellent at one-year follow-up in all patients. However, adverse patient effects still included: atrial fibrillation and high peak gradients >20 mmhg. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.